Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customers stated problem was not confirmed. When a cassette was attached the pump started with cassette not attached alarm. The downstream occlusion sensor was replaced. The root cause was undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device had cassette issues and the dso (downstream occlusion sensor) rests at 1mv. No patient injury was reported.